Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the surgeon is concerned about radiolucency he has observed on x-rays for this patient.